Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there is corrosion on pcb1 particularly around the internal battery connector and the connector which connects pcb2 to pcb1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. The insulin pump received has a horizontal crack on the battery tube towards the bottom of the unit. Also the s/n label located between the belt clip rails is missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose level was 6.7 mmol/l. Customer also stated that the did not receive a low battery alarm prior to replace battery now alarm. The device will be returned for analysis.